Event description:
Account reports failing out low on two external proficiency survey samples for ckmb. Survey sample 1: reported result 35.9 ng/ml. Acceptable survey range 49.4 to 66.7 ng/ml. Survey sample repeated twice; in late 2007 gave 27.21 ng/ml, and in early 2007 gave 33.75 ng/ml. A new survey sample was obtained and on twelve days after the original date resulted at 30.65 ng/ml; repeated an additional three times; initially on 01/17/08 gave 39.95 ng/ml, in 2008 using different analyzer gave 56.22 ng/ml and on six days later, using initial analyzer gave 58.30 ng/ml. Survey sample 2: reported survey result 49.39 ng/ml. Acceptable survey range 62.1 to 85.2 ng/ml. Survey sample repeated twice, on original date gave 27.60 ng/ml, and in early 2008 gave 48.38 ng/ml. A new survey sample was obtained and in late 2007 gave 38.89 ng/ml; repeated an additional three times, initially in 2008 giving 48.10 ng/ml, on four and a half months later, using different analyzer gave 74.50 ng/ml and on the same day, using initial analyzer gave 69.30 ng/ml. No patient samples were reported to have been involved. The field svc rep determined the cause to be due to a faulty measuring cell and replaced the measuring cell. Performance tests were performed and within specification.